Event description:
Patient was revised to address poly wear of the liner and loosening of the femoral stem due to a fracture caused by a fall.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The liner and stem product codes associated with this report are both considered discontinued. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.